Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on an unk date in 2008 and an unk mesh was implanted. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.